Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for an ablation procedure one farawave catheter was selected for being used, when the device was tried to be connected to the irrigation tubing to the external port, it broke off. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis.